Event description:
The event was identified through a retrospective review of product liability lawsuits. Through this review, we have identified a few events where the plaintiff had filed a suit against the company, and it was handled by our legal department, but the underlying product information had not been forwarded to the complaint handling unit. Livanova opened a CAPA to identify any possible lawsuits that might require complaint reporting and to retrospectively submit those events that were not previously submitted and to prevent future similar issues from occurring. Complainant alleges through their counsel a bacterial infection following a surgery carried out on (B)(6) 2015, in which a heater-cooler system 3t was used. Based on current status of the investigation the alleged device issue was not confirmed yet.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), massachusetts. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
D4. The event is related to a legal case and in order to collect additional information from customer is requiring the involvement of legal department. For this case different attempts were made and no additional information can be collected, neither the serial number of the device.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
Livanova received a report that a heater-cooler system 3t device was used during surgery performed on the plaintiff patient. Patient alleges that 3t used during aortic dissection surgery on (B)(6) 2015 was contaminated with ntm and that, although he's never had an ntm infection, the risk of ntm infection associated with his 2015 surgery has made him ineligible for a kidney transplant that he needs after suffering kidney failurewithin the information provided it is stated that the patient was seriously injured. Legal lawsuit has been issued and no other information has been made available other than that reported in the complaint file and attached in additional information section. There are no allegations tying the heater-cooler system 3t to any contamination event a DHR review could not be performed since possible serial number involved was not provided. Source of patient contamination remains unknown and the livanova device involvement as well. Involved device serial number remained unknown but was not equipped with vacuum and sealing kit since upgrade activity started in 2017. Livanova implemented a strategy to decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.